Event description:
It was reported that during the surgical procedure, the inner part of the jaw of the large needle driver instrument fell inside of the patient and was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Per the customer reported complaint, the instrument was returned with the carbide insert missing from one grip. Engineering evaluation observed that the brazing surface shows very little presence of filler metal. This discovery leads engineering to conclude that the carbide insert may have not been properly brazed onto the grip, thus causing the carbide insert to loosen and fall off. As indicated in the case notes, the carbide insert was successfully retrieved from the patient.